Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in the stent not being able to achieve nominal diameter (reported patient-device incompatibility-wall apposition). Post-dilatation of the stent within the heavily calcified artery inadvertently resulted in the reported stent fracture. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery (sfa) with heavy calcification. The 6x150mm absolute pro self expanding stent system (sess) was advanced to the target lesion and the stent was implanted; however, after post dilatation was performed the stent was noted to have an abnormal appearance was confirmed by angiogram to be fractured. Therefore, another self-expanding stent was used to treat the fractured stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.